Manufacturer narrative:
Additional information in sections h4 - device mfg date and section d10 - concomitant product. The field service representative (fsr) inspected the instrument, performed trouble shooting procedures, and replaced several parts including the sample pipettor, sample probe tubing and the alnty c-series cuvtte d which resolved the issue. No additional discrepant results have been reported since the service activity was completed. Return testing was not completed as returns were not available. An instrument service history review revealed no additional erratic or discrepant patient results reported for (B)(6) . There were no service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending of the alinity c processing module, serial number (B)(6) did not identify any trends associated with the complaint issue. A review of tracking and trending for the alnty c-series cuvtte d, did not identify any trends. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Device history record review did not show any non-conformances or potential non-conformances for the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the alinity c processing module for serial (B)(6), or the alnty c-series cuvtte d was identified.

Event description:
The customer observed falsely elevated alinity c magnesium results for a patient sample. The following data was provided (reference range 0.7 to 1.00 mmol/l): sample ID (B)(6) initial result = 3.83 mmol/l, repeat = 0.86 mmol/l no impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. Section a1 - patient identifier complete entry = (B)(6). All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely elevated alinity c magnesium results for a patient sample. The following data was provided (reference range 0.7 to 1.00 mmol/l): sample ID (B)(6) initial result = 3.83 mmol/l, repeat = 0.86 mmol/l no impact to patient management was reported.